Event description:
While soliciting product performance feedback from clinicians, the device manufacturer learned of a complete device migration into the patient's bladder. The device was initially positioned in 2007 and removed by cystoscopy at approximately two weeks later. According to the clinician an ultrasound performed immediately before removal showed the balloon and deflated. No pt info was provided. The indication for use was benign prostatic hyperplasia (bph). The spanner had been in use approximately 17 days.

Manufacturer narrative:
The device was not returned for eval. A review of device history records (DHR) for this spanner lot revealed no indication that the device used did not meet specifications. This form FDA 3500a is being submitted after the required 30-day time frame in response to recent interactions between the FDA local district office, and the FDA reporting systems monitoring branch in which migration events with cystoscopic removal were deemed MDR reportable. (It was initially determined that a MDR was not required for this event based on results of a clinician-based risk assessment.) Device not returned - no eval will be performed. This event occurred outside of the united states.